Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant procedure, there was a discrepancy in impedance readings between two different programmers. The physician was concerned with the programmer displaying high impedance. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.